Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the rigid video laparoscope to the service center for a separate issue. During the device analysis, the service technician indicates that damaged fiber bonding in outer tube area and the protector of the video cable section was torn were found. There was no patient involvement.